Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2019, due to migration of the electrode array that was secondary to a cholesteatoma. The patient was not reimplanted as of the date of this report.